Manufacturer narrative:
Work order search: no similar complaints were found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, in her left eye (os). The patient reported decrease of distance vision and prk surgery was performed. The lens was implanted on (B)(6) 2012 and remains implanted. The facility confirmed the patient's report and indicated the event was not related to the device. No medications or treatments were required. At the last post-op visit on (B)(6) 2016, the patient's visual acuity was 20/20.